Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's levels were reported to be in the 30mg/dl and 40mg/dl range. It was reported that the customer felt sick and needed to get off the phone. The customer declined to speak to helpline at this time.